Event description:
Device was returned for service. During service, technician found trigger jammed, and handle and shaft damaged. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger was jammed and the handle and shaft were damaged. This was attributed to faulty care and maintenance. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.